Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed hemostatic valve was not found inside the device and some bents on the vessel dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 50000067 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified that the hemostatic valve was not found in the hub component. The finding was identified on 11-apr-2022. It was reported that during the procedure there was a lot of resistance when attempting to insert the dilator into the vizigo sheath. The dilator could not be fully inserted. The sheath was replaced, and the issue was resolved. The procedure was continued. No patient consequences were reported. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.